Event description:
It was reported that pump experienced malfunction alarm identified as malf 16, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Technical support confirmed pump was part of field correction, completed required form on behalf of customer, provided pump reset instructions, assisted caller with resetting pump, and confirmed malfunction did not recur, after which customer was advised to continue using pump and to call back if any malfunction alarm returned.